Event description:
The customer reported five (5) false negative results with the ID now covid-19 assay for five patients. This MFR. Report addresses patient two (2) and is two (2) of five (5). The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 tested directly on a nasal kitted swab. On (B)(6) 2022, pcr confirmation testing with seegene pcr (allplex kit) generated a positive result. The customer confirmed there was no patient harm due to the test results. But patients moved to non-covid wards based on ID now assay results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00810, 1221359-2022-00812, 1221359-2022-00813, 1221359-2022-00814.

Manufacturer narrative:
Additional data: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1037079 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1037079 and test base part number 190-430 / lot 1037079. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1037079 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Reference MFR reports: 1221359-2022-00810 through 1221359-2022-00814.